Manufacturer narrative:
A ge rep evaluated the system but no conclusion can be drawn as further repair info is not available.

Event description:
The customer reported that the sys locked up during use. No pt serious injury or death was reported related to this event.